Event description:
The consumer stated she inserted a tampon and felt uncomfortable pain after insertion. When she removed the tampon, it appeared to be two tampons attached to a string.

Manufacturer narrative:
Device history record reviewed and records found to meet specifications. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.